Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's reported ER visit and subsequent diagnosis of diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient¿s mother reported that her daughter¿s blood glucose (bg) levels reached 36 mmol/l (649 mg/dl) after wearing the pod between 24 and 36 hours on the leg. The mother attempted to lower her daughter¿s bg levels by delivering a correction bolus through the pod, but was unsuccessful. The patient¿s parents then delivered a manual injection of 3 to 4 insulin units. Due to her elevated bg levels, patient was taken to the hospital to receive further treatment. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and she was administered intravenous (IV) fluids. The mother could not recall if the patient was given insulin at the hospital. It was also reported that higher than normal ketone levels were detected in the patient¿s system. No further medical treatment was reported, and the patient was not provided prescription medication. The exact date of occurrence is not known, however, (B)(6) 2017 was provided as the mother¿s best estimate. Patient¿s father discarded the pod and the pod lot and sequence numbers were unavailable.